Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation.

Event description:
Where the nurse reported that it was necessary to use 2 units because the first one presented urine leakage near the place where insufla the balloon, as it was bored.

Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed and 100% inflation / deflation test was conducted prior to product released. There was no complaint sample returned for investigation. Therefore, no physical assessment could be conducted. Due to no actual sample returned for this investigation, any further investigation was not possible. Moreover, simulation test has been carried out based on representative sample from production, there is no abnormalities found. Therefore, this complaint could not be confirmed. Leakage could be due to various reasons. However, in the absence of returned sample and limited information available on this complaint. Therefore, this complaint could not be confirmed.

Event description:
Where the nurse reported that it was necessary to use 2 units because the first one presented urine leakage near the place where insufla the balloon, as it was bored.